Event description:
The customer observed an instrument error code 3062 residual liquid in cuvette on the alinity c processing module. The customer provided one example of a falsely elevated sodium result for one specimen when generated on the alinity c processing module. The initial sodium result generated a value of 176 mmol/l. The specimen was retested on a second instrument generated a result of 146 mmol/l. The customer¿s reference range for sodium is 133-146 mmol/l. Additional patient results were provided by the customer on (B)(6)2024. The customer reported a falsely decreased calcium result generated on the alinity c processing module. The following information was provided: sid (B)(6): calcium: original result = 0.70 mmol/l correct result = 2.40 mmol/l customer¿s reference range: 2.20-2.60 mmol/l. The customer confirmed there was no incorrect results reported out of the lab. There was no impact to patient management reported.

Manufacturer narrative:
Completed information for section a1 patient identifier: sid unknown, sid (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed a bent r1 probe (alnty c-series reagent probe). The fsr resolved the issue by replacing the alnty c-series reagent probe. No additional discrepant magnesium result issues have been reported since the probe was replaced. Return testing was not completed as returns were not available. An instrument service history review revealed no additional service tickets associated with the current complaint for (B)(4). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c did not identify any trends associated with the complaint issue. A review of tracking and trending for the alnty c-series reagent probe did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the alnty c-series reagent probe was identified.

Event description:
The customer observed an instrument error code 3062 residual liquid in cuvette on the alinity c processing module. The customer provided one example of a falsely elevated sodium result for one specimen when generated on the alinity c processing module. The initial sodium result generated a value of 176 mmol/l. The specimen was retested on a second instrument generated a result of 146 mmol/l. The customer¿s reference range for sodium is 133-146 mmol/l. Additional patient results were provided by the customer on (B)(6) 2024. The customer reported a falsely decreased calcium result generated on the alinity c processing module. The following information was provided: sid (B)(6): calcium: original result = 0.70 mmol/l. Correct result = 2.40 mmol/l. Customer¿s reference range: 2.20-2.60 mmol/l. The customer confirmed there was no incorrect results reported out of the lab. There was no impact to patient management reported.